Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed incoming testing. The cause for the test failure was pinched wires in the monitor receptacle. The root cause for the pinched wires cannot be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing. The last patient to use this monitor did not report any deficiencies.